Event description:
Additional information received reported the patient and their healthcare professional wanted to wait until the implantable neurostimulator (ins) was empty to do troubleshooting. The ins battery was at 2.91v at the time of this report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: 3389, product type :lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was explanted and replaced. An impedance measurement showed all contacts had low impedances between 30 and 45 ohms. During the surgery, the left ex tension was disconnected and the electrodes on the extension was found to be defective. A new surgery was planned to replace the extension. Following the ins replacement procedure, the patient did not have effective therapy on their right side.

Manufacturer narrative:
Correction: upon additional review, it was determined that fdd (B)(4) is not applicable to this event. Update: analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay. The ins was received in an eri condition. Due to low impedances (<(><<)>50 ohms) across the active bipolar electrodes of the ins at the beginning of the service life ((B)(6) 2014), the battery was pulled down and the eri bit was set at the battery level of 2.6 volts on (B)(6) 2014. This was 2.63 months after the service life of the ins had been started. According to the event information, after the eri bit was set and the ins was reprogrammed to unipolar mode, there was normal impedance across the active unipolar electrodes which allowed the battery to recover to a higher level (2.94 volts). Since the battery capacity of the ins had not been completely used, the ins was able to continue to be used. The ins battery depleted to a level just below eri (2.55 volts) on (B)(6) 2016, 1.97 years after the eri bit had been set. Due to the low impedance across the ins for a period of time, it was not possible to use the longevity calculator to determine an expected life, however, the ins performed as expected and reached a normal eri condition under the conditions it experienced. The ins passed functional testing except for the tests that normally fail (battery level and uplink) when a device has a low battery.

Event description:
Correction: upon additional review it was determined that the following previously reported information is not applicable to this event: ¿during the surgery, the left extension was disconnected and the electrodes on the extension was found to be defective. A new surgery was planned to replace the extension..¿ rather, during the surgery it was determined that the lead was defective and a new surgery was planned to replace the lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was explanted and replaced. An impedance measurement showed all contacts had low impedances between 30 and 45 ohms. During the surgery, the left ex tension was disconnected and the electrodes on the extension was found to be defective. A new surgery was planned to replace the extension. Following the ins replacement procedure, the patient did not have effective therapy on their right side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the lead was going to be changed in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient was having their lead replaced on (B)(6) 2017.

Event description:
Additional information received from a manufacturer representative reported the lead was replaced and the patient was receiving effective therapy.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and low impedances were measured. Reprogramming was done. After implant, the ins was programmed to bipolar stimulation. The ins reached elective replacement indicator (eri) in (B)(6) and the battery was at 2.61v. Impedance measurements showed that impedances were low on the left side. The following impedances were measured on the left side: 0-1 = 36 ohms, 0-2 = 41 ohms, 0-3 = 35 ohms, 1-2 = 40 ohms, 1-3 = 34 ohms, and 2-3 = 40 ohms. The patient¿s healthcare professional (hcp) reprogrammed the ins to monopolar stimulation. After being reprogrammed the eri changed to okay and the ins showed 2.94v. The patient and their hcp did not want to do anything in (B)(6) because the patient felt good. In (B)(6) 2015, the ins showed eri, but the battery was at 2.93v. Impedances were measured again on (B)(6) 2015 and the same electrode pairs had low impedances. The manufacturing representative stated the impedances were fine when the stimulation was programmed in monopolar. Sometimes the patient programmer showed eri and sometimes a warning triangle. Additional troubleshooting was planned for (B)(6) 2015. The patient had no trauma, they were well, and they were receiving effective therapy. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead found the connector of the proximal end of the lead was not completely seated in the extension. The proximal end of the lead was severely stretched. Set screw impressions were observed on the outer insulation between the #0 and #1 and between the #1 and #2 connector sleeves. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, product type: lead. (B)(4).